Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed specific medical/surgical intervention per patient. Were these cases previously reported? Are there devices to be returned for analysis? Is the lot number available for any of the devices used? What in the surgeons opinion are the factors contributing to the patients pain? What in the surgeons opinion are the factors contributing to patients seroma? Was any medical intervention provided for urinary retention?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic repair of ventral hernia procedure on unknown date between (B)(6) 2006 and (B)(6) 2009 and suture was used on the mesh. Following the procedure the patient possibly experienced minor complications such as small seroma in the early postoperative period, which managed without requiring aspiration, urinary retention and/or chronic pain, which required infiltration of a local anesthetic at a suture fixation site and resulted in the complete resolution of pain. No further information is available.